Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was not reproduced during testing; however, the force sensing resistors (fsrs) were found to be damaged. Damaged fsrs are a known cause of f-38 alarms. The device was removed from service. Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred when the device was turned on. There was no patient involvement. No additional information is available.